Event description:
Related manufacturer reference number: 2017865-2022-08302. During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and provocative testing was performed and the noise was able to be reproduced. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. During the revision procedure, fluid was observed to be in the rv lead and device header, which resulted in the device being explanted and replaced as well. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of fluid in the device header was confirmed. The fluid was believed to be blood, as dried blood was observed in the header. As received, the device was above elective replacement indicator level. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical tests performed, including a noise test in saline, mechanical stress testing, and a battery assessment, indicated normal device characteristics. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.